Event description:
It was reported by the neurologist that the vns patient was experiencing apnea. Attempts for additional information have been made, but no further details have been received to date.